Event description:
Related manufacturer reference number: 2017865-2024-01181related manufacturer reference number: 2017865-2024-01182it was reported a patient presented with loss of capture on both the right ventricular (rv) and the left ventricular (lv) leads, due to suspected micro dislodgement from device migration. Both leads were explanted and replaced in a procedure on 26 dec 2023. During the procedure the implantable cardioverter defibrillator (ICD) migration and rv lead dislodgement were visually confirmed. Post-procedure the patient was stable.